Event description:
Related manufacturer reference number: 2017865-2022-04576 and 2017865-2022-06807. During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead, which was suspected to be due to a dislodgement of the rv lead as a result of twiddler's syndrome. Additionally, the device and right atrial (ra) lead were observed to have migrated due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event, while the device and ra lead remain implanted. The patient was stable and will continue to be monitored.